Event description:
It was reported that customer received a button error alarm. Insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The buttons on the insulin pump had intermittent responds due to light moisture on keypad traces. No button error alarms noted during testing. The device had minor scratches on the display window and cracked case display window corner.